Event description:
It was reported that the user experienced a low glucose of 68 mg/dl without a clear cause, treated with candy, then experienced a rebound high of 190 mg/dl followed by another low of 64 mg/dl after additional overtreatment; troubleshooting and education were provided on appropriate hypoglycemia treatment using fast-acting carbohydrates. Symptoms included agitation during the hypoglycemic events and no reported symptoms during the hyperglycemic reading. Outcomes included successful self-treatment with oral fast-acting carbohydrates and completion of education on the 15/15 approach with tiered carbohydrate amounts based on urgency. Investigation included review of user-reported blood glucose values, event chronology, and adherence to treatment guidance. Investigation of this case revealed user management error consistent with overtreatment of hypoglycemia, with no device performance concerns identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related behavior with cause of the initial hypoglycemia unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.